Event description:
It was reported that during a laparoscopic colon procedure, the device did not fire. The procedure was completed with a like device. There was no patient consequence. There is no additional information available.